Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to noise, high impedance out of range at 3000 ohms and pacing inhibition due to insulation issue. This rv lead was replaced with the same model and not implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed cuts in insulation and outer coil. Continuity test revealed outer coil fracture. In addition, the allegations were confirmed basing on the finding of a fractured outer coil conductor which is located approximately 200 milli meters from the terminal end.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to noise, high impedance out of range at 3000 ohms and pacing inhibition due to insulation issue. This rv lead was replaced with the same model and not implanted. No additional adverse patient effects were reported.